Manufacturer narrative:
The reporter has declined to provide allergan further information regarding event, product, or patient details. Reason for reoperation: deflation and concern for textured implant device.

Event description:
Patient representative reported "allege that one or more biocell devices caused personal injuries and damages including but not limited to the following: scaring, disfigurement, diagnostics and explant, reconstruction, hospitalization, additional care, pain, increased risk of alcl, mental pain, anguish and fear due to risk of alcl, and other past and future economic" and "mental pain and suffering." On an unknown side. This record will be for the right side. The device has been explanted.